Event description:
A (B)(6) male underwent evar on (B)(6) 2013. He had no left iliac occlusive disease with mild left calcification an tortuosity. On the right he had mild occlusive disease, sever calcification, and no tortuosity. The physician placed a flex main body and two iliac leg grafts with spiral z technology. Th physician performed left and right angioplasty in the leg/leg extension after the procedure due to angioplasty in the leg/leg extension after the procedure due to external compression (1820334-2013-00249). There was no external compression noted at the end of the procedure but there was a type ii endoleak. No additional information has been provided by the reporter. New information received from the study on (B)(4) 2013 indicates that there is now thrombus in the flex main body (1820334-2013-00298). There is no indication on the follow-up form of any compression or endoleak. Device remains implanted. It is unknown if there was anything done for the thrombus.

Manufacturer narrative:
Lot - unknown as not provided by reporter. Expiration - unknown as lot is unknown. Thrombus/occlusions are labeled in the IFU. Event evaluation: still under investigation.